Event description:
It was reported that during a laparoscopic assisted colon resection procedure, the device cut but did not deploy staples. The procedure was converted to open. There was no pt consequence.